Event description:
Reportedly, the subject ICD was explanted on (B)(6) 2014 because the leads were attached incorrectly. The patient received 28 inappropriate shocks. Another ICD was connected the associated leads and implanted.

Event description:
Reportedly, the subject ICD was explanted on (B)(6) 2014 because the leads were attached incorrectly. The patient received 28 inappropriate shocks. Another ICD was connected the associated leads and implanted.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
Reportedly, the subject ICD was explanted on (B)(6) 2014 because the leads were attached incorrectly. The patient received 28 inappropriate shocks. Another ICD was connected the associated leads and implanted.